Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument's blade suddenly broke. Fragments were reported to have fallen inside the patient and were retrieved during the same procedure. The customer used a spare instrument to complete the procedure. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Isi has not received the instrument for failure analysis investigations. Additional information is being gathered to determine the contribution of the device to the customer-reported issue. Although the complaint was not confirmed by failure analysis since the harmonic ace instrument was not returned, the information gathered indicates that the device may have contributed to the customer-reported issue. .

Manufacturer narrative:
The harmonic ace instrument was returned and evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint. The harmonic ace instrument was found to have a broken curved blade. A broken piece, approximately 0.55" x 0.10" was returned. No material appeared to be missing as the broken assembly was pieced back together. Additional observation: the instrument was found with a damaged tube adapter that secures the clamp arm in place. Both sides of the tube adapter were bent allowing the clamp arm to dislodge and jut out further than normal. As a result, the clamp arm will not close properly. No material appeared to be missing.

Event description:
Refer to h10/h11 for follow-up information.